Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is in progress and investigation results will be part of a follow-up report. Device not received yet.

Event description:
Mobi-c p and f us : wrong size implanted. It was a two level mobi-c implantation. The first implant used was a 5 mm and according to reporter, "it ended up moving inside the patient and the surgeon was not happy with it". Reporter and surgeon decided to take the implant out and implant a prosthesis one size bigger in height. Additional information on surgical steps was received : the surgical technique was used throughout the entire case. Trial was used and it was decided that a 5 mm implant was best. After having the implant shift inside the patient , it was decided to go a size large to get a more secure fit. Investigation is in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the cause for the event is user error due to a size selection error. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st : the depth and width measurements help to determine the trial size to use. The trial will determine the final implant height to be used as well as implant footprint (width and depth). The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed). - wrong choice of implant size.

Event description:
Mobi-c p&f us : wrong size implanted surgery was completed with a different size prothesis , no patient impact.

Manufacturer narrative:
This medwatch is submitted to report new information. The sale order of the surgery was received on 31 jan 2018. Information on the wasted product was already initially received for this complaint. Sale order confirm provided information (reference and lot number) on the associated device (the implanted device). Investigation is still un progress for this complaint and wasted product is going to be received to be evaluated.